Event description:
The surgeon was performing a laparoscopic hernia repair and the handpiece stopped working.======================manufacturer response for harmonic ace shears 5.5, harmonic ace shears 5.5 dia (per site reporter)======================they have requested the product for their own analysis; it will be released to the field representative. There was not an initial statement made by the manufacturer as to why the failure occured.